Event description:
During a laparoscopic cholecystectomy "some plastic fell off the tip of the clip applier and needed to be retrieved from the pt". The er320 clip applier was used. A new applier was opened to complete the case. There was no consequence to the pt. 5/5/97 rep responded the plastic fell off of the tip of the clip applier.

Manufacturer narrative:
Facility experienced an event with your ligaclip multiple clip applier while performing a lap cholecystectomy. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #972697. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws no, damaged jaws no, damaged cutter n/a, damaged feed bar no, damaged floor no, damage handle shrouds no, damaged other no, damaged tip shrouds no, damaged trigger no, damaged tube no, damage weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform yes, firing: form conform yes, jaws: hold clip yes, jaws: inside width at tips .172, lockout functional yes, number of clips fed and formed 16. Analysis conclusion: based on the info received and the visual and functional results, no concluson could be reached as to what may have caused the reported incident. Upon receipt, the instrument was examined for any missing plastic parts of the instrument. The entire instrument was intact. Therfore, it could not be determined as to how or why some plastic reportedly fell off the instrument. The instrument fed, fired and formed the remaining clips as designed. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.